Event description:
An administrative manager reported a fluidics issue, ¿what was going in was not coming out¿, during cataract with iol (intraocular lens) implant procedure. The procedure was able to be completed without harm to the pt. Add¿l info has been requested.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause has not been determined. (B)(4).